Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with the malfunction of battery depleted set was confirmed by service. The assignable cause was depleted main batteries. The main batteries have been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that the device has been previously sent into service for the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During review of the event history, the colleague infusion pump was found to contain a malfunction of battery depleted set. This event occurred during infusion, interrupting delivery. No additional information was available. The user interface module master software version is currently unknown.